Event description:
Customer reported that because her freestyle freedom lite blood glucose meter would not turn on, she was unable to test and subsequently went into a "diabetic shock". Customer denied there was a loss of consciousness or a seizure. Customer did report her eyes were red and she was very confused. Paramedics were called and they treated customer with "medicine in a tube was placed on tongue". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The device has been returned and an investigation has determined, the complaint is not confirmed. Meter did power on with button depression. Meter did power on with strip insertion. Blank screen was not observed.